Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer managed the situation by administering a correction injection through multiple daily injections (mdi) and did not require third-party assistance. Customer reverted to an alternate method of insulin therapy.